Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of 'ec345' was not reproduced. A review of the event history log (ehl) revealed occurrences of system error 345 messages. The reported condition was not verified. The cause of the condition was not determined. The upstream sensor will be replaced as precaution. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.